Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. The customer reported they have a backup plan available. The customer was treated for high blood glucose with manual injections. The customer stated that they have contacted the health care provider regarding the unexplained high blood glucose. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to follow up with the healthcare provider concerning unexplained high blood glucose.